Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis manifested by turbid (cloudy) pd effluent and abdominal pain. The cause of, the treatment for, and the outcome of the peritonitis were unknown. No further information was provided regarding whether the patient was hospitalized for the event of if dianeal therapy was ongoing. No additional information is available.